Event description:
Hpm 1900 a cables recalled by manufacturer 10-91. Replaced with hpm 1900 b cables. 7/15/93 patient oxygen saturation read as 100% was in reality 60-70% as confirmed by lab tests. Recalled cable found on equipment. Patient recovering but it is not known if any lasting effects.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, reused device beyond labeled specifications. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device recalled by manufacturer/distributor. The device was destroyed/disposed of.